Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. The device was returned for analysis. Visual and tactile inspection of the hypotube shaft identified no issues. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified that the inner lumen was stretched and detached from the port exchange. Microscopic examination identified a partial balloon detachment with a complete circumferential tear in the balloon material; the proximal cones were still bonded on the device and the detached portion including the distal tip were not returned.

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.00 mm x 12 mm nc emerge balloon catheter was advanced for dilatation; however, the device failed to cross the lesion and ruptured during the initial inflation attempt. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 3.00 mm x 12 mm nc emerge balloon catheter was advanced for dilatation; however, the device failed to cross the lesion and ruptured during the initial inflation attempt. The procedure was completed with another of same device. No patient complications were reported.